Manufacturer narrative:
Device passed the displacement, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test and self test. Moisture damage was found on the electronic assembly and force sensor during visual inspection. Pump error 35 not confirmed. Critical pump error (open book image) not confirmed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a broken force sensor alarm and critical pump error. Customer stated that the insulin pump was not exposed to a high magnetic field. Customer stated that she was swimming with the insulin pump, there was a high level of humidity and insulin pump quit working. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.